Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services stated that the blade gave no image; there was no video signal on the monitor screen. There was no physical damage. The device was unrepairable and was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope direct - gvl, the new blade did not work. When it was plugged in, no picture appeared. A different blade was tried and the monitor worked. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.